Event description:
On (B) (6) 2007, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2008, the patient was converted to open surgical repair to treat a large type-1 endoleak attributed to severe angulation of the proximal aortic neck, and device migration. The gore devices were explanted, and the infrarenal aorta was replaced with a hemashield graft. The patient tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
H6: a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in patients with proximal aortic neck angulations exceeding 60 degrees. The IFU further states that intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. Additional devices related to this event: pxc141000/05113329, pxc121400/05058889.